Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.